Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the cable of the large suturecut needledriver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the grip cables to be frayed at the distal inner pulley. Frayed strands were also sticking out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.